Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 11-oct-2018. It was reported that shaft kink occurred. The severely stenosed target lesion was located in the superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation; however, the shaft got kinked due to severe stenosis in the lesion. It was replaced with a non-bsc device and the procedure was completed. No patient complications were reported. However, returned device analysis revealed a hole in the guidewire lumen. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is kinked 12cm and 70.5cm from the hub. Microscopic examination revealed that the tip is damaged. There is a buckled section on the guidewire lumen 6.7cm from the tip. The balloon was inflated and revealed a hole in the guidewire lumen at the buckled section. The balloon was loose prior to inflation test. Inspection of the remainder of the device presented no other damage or irregularities.